Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device was monitored for 3 days. No unexpected battery power loss anomaly, charge/battery anomaly, pump error 23, no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download. Device also communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly, unexpected sensor errors or unexpected resume anomaly noted. Device uploaded properly using carelink. Device had cracked case at the battery tube side, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated insulin pump was off and woke up with power loss of insulin pump. Customer stated insulin pump had crack at the back of battery and also had alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated the alarm did not occur immediately after a battery change. Customer stated auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due high blood glucose on (B)(6) 2020 with the blood glucose of 563 mg/dl. The customer was treated with the fluids and intravenous insulin. The customer stated that the manual injections were not helping because their blood glucose were over 600 mg/dl. It was stated that the customer was off the insulin pump for two days prior to going to the hospital.